Manufacturer narrative:
This device is classified is import for export and is not available for sale in the united states, therefore there is no 510k applicable. There is a similar model available for sale eg38-j10ut-us with a 510k of k200090. (B)(4) if additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the pai region involving pentax video ultrasound scope eg38-j10ut. In the event reported, it was stated that there was no video image. The customer stated that no accessory was used during the procedure and there were no patient/user injuries, adverse events, delay or medical intervention reported. The anomaly was detected in the procedure room during use. Pentax medical issued return material authorization (B)(4) for the return of the device for further evaluation. The device was returned on service order (B)(4) where the user narrative was confirmed. Findings is as follows: image distorted; fluid invasion not observed in pve connector; customer complaint confirmed; passed wet leak test; passed dry leak test the defects identified was repaired and returned to the user on delivery #(B)(4). Parts replaced: pcb for ccd k9/ntsc; mecha-base plate; ccd module w/pcb assy ntsc; bending rubber; distal end assy w/tubes & lcb; body side cover for deflector; o-ring(0.5x2.8) a review of the service history indicates the device was routinely serviced at a pentax facility. On 07-sep-2021, a device history record (DHR) review for model eg38-j10ut, serial number (B)(4) was performed and the DHR review confirmed the endoscope was manufactured on 12mar2021 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed.